Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset, possible flip bit. The device reset itself and remains in use. No patient complications have been reported as a result of this event.